Manufacturer narrative:
The delivery system had been returned to b+l and is currently under eval. Results will be submitted to the FDA in a supplemental report.

Event description:
The surgeon reports performing cataract surgery with an attempted implantation of an li61aor iol using the ez-28 delivery system. During surgery weak zonules and a capsular tear were noted. Due to the zonular insufficiency, it was decided to remove the lens through an enlarged incision and replace it with an anterior chamber lens. Please reference MDR #: 1119279-2011-00069.